Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Act button did not respond due to flattened button dome switch. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 121 mg/dl. The customer stated that he is unable to use the escape and act button. The customer stated that there is no physical damage, it has not been exposed to moisture. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.